Event description:
It was reported from a stem cell transplant laboratory, that the transfer bag component of the device displayed a leak on three occasions, during the 2nd centrifugation step of the processing sequence.

Manufacturer narrative:
Device evaluation begun, but not yet completed.